Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that: no functional testing was performed because, the complaint description and broken handle are obvious. The screwdriver in scope is a generic cmf multiple use instrument used, at least but not limited to, in the following systems: mandible external fixator ii, titanium sternal fixation system, matrixwave mmf, and the matrix mandible. Only the "matrix wave" and "schanz screws" implants have been used to evaluate the complaints rate as other instruments can also be used in with the other systems. The reported complaint text have been analysed considering the breakage of the handle as no suitable etq complaint category could be defined. No patient was involved according to the complaint and therefore no harm occurred. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date reported as (B)(6) 2016. It is unknown if that is the date the device broke or the date the device was discovered broken. (B)(6). A product investigation was completed: the parts are broken as mentioned in the complaint description. A device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The articles were manufactured in october 2015. No non-conformance reports were marked in the DHR during production. Moreover a review of our complaints data base shows, that there are no other complaints for this issue from these article and lot numbers. We were able to replicate the complaint with the returned devices. No functional testing performed as the device was broken. There is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence. No product fault could be detected; no manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Date of event: unknown. Additional product code: lxh. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: manufacturing date: 14-oct-2015, 311.023 lot. T123412. Review of the device history record showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the, material, components and final product met inspection records, certification. No ncrs were generated during production if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in austria as follows: it was reported that sales rep identified handles as broken. Hospital received instrument from nsw. Handle shaft broken/ cracked. No other information is available because this case has been reported by the loan kit technician during loan kit inspection. No further information can be obtained as the case was not reported by the customer. This complaint involves one part. This report is 2 of 2 for (B)(4).